Event description:
The healthcare professional reports the implant was inserted on (B)(6) 2022 in the patient's mouth. On (B)(6) 2025, implant fracture was verified. At the event, the patient experienced: pain. Observed during the event: implant fracture/mobility. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.